Event description:
It was reported that the surgeon is unable to remove the device from the tissue. The procedure is a gastric bypass. The surgeon has attempted to use the manual override unsuccessfully. Instructions were given to check the battery placement and then to continue to pull the override lever back until unable to move the lever. The instrument released and was removed.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was the reverse switch attempted? Yes, but after they removed the battery and put in back in. They accidently opened the bailout lever just by a little bit. Did the reverse switch work? Yes. Did the device cut? No. Did the device staple? No. On what tissue type was the device used? Gastric bypass; on the small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Radiated tissue: no. Systemic steroids: asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? This was a reload firing, firing number unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue and possible green. Was buttressing material utilized? Yes, but not on the firing where the event occur (synovis). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The surgeon was trying to pull the tissue out of the jaws of the device when the sales rep. Re-entered the room. It was very difficult to open the jaws, but opened. Second device was used to complete the case with no patient consequences. The device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. A 45mm cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing.